Manufacturer narrative:
B3: the events occurred between may 2 and may 8, 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) exactamix 2000 ml eva tpn bags leaked and were found to have their contents lost. This was observed before patient use at the parenteral mixture center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h11. H4: the lot was manufactured between 06/16/2023 and 06/19/2023. H11: the actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photograph and video observed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.